Manufacturer narrative:
The investigation for the automated impella controller (aic) battery failure (red alarm) has been completed. Aic logs confirmed the reported failure. There was a battery failure alarm (transport connection blown/missing) due to low pack voltage. The power data from the complaint date shoed a cell voltage decline in only one of battery 1's cells which occurred as the battery failure alarm triggered. The failure mode was reproduced on an engineering bench. The battery 1 pack voltage was measure to be 3.5 volt (v) rather than the expected 16 v and the battery liquid crystal display indicator was blank (fully discharged). Battery 1 was replaced to resolve the failure alarm. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure. This report is being filed as a part of the retrospective review of historical records.

Event description:
The user facility reported a battery failure on the automated impella controller. A loaner was provided. There was no patient involved.